Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced seizure and agitation. The cgm was reading 175 mg/dl and the blood glucose reading was 35 mg/dl. The parent administered glucagon and the patient recovered after treatment. At the time of the call over 5 months later, the patient was reportedly getting better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.